Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor is constantly losing touch with the insulin pump. The customer's blood glucose reading was over 500 mg/dl at the time of incident. Troubleshooting found that the customer also received a lost sensor alarm. Customer was advised to keep the transmitter and pump within 6 feet of each other and that alarm may have been caused by orientation. The customer was advised to call back if any further issues occur as it appears that the pump and transmitter are functioning as designed.